Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that since implant the patient has experienced pectoral stimulation. This stimulation occurs daily and on occasion wakes the patient from sleep. During an interrogation three years later it was noted that the right atrial (ra) lead impedance measurements and sensing have been stable. When the patient was brought into the office they were able to reproduce noise on the ra channel with isometrics. When the patient's arms are above her head and when she crosses her arms, the noise goes away. The sensitivity was reprogrammed to 1 millivolt and the noise was no longer present with isometrics. Five years later the patient continued to experience muscle stimulation and it was found that the ra lead had dislodged into the superior vena cava. A revision procedure was performed where the lead was explanted. A new ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.